Event description:
It was reported in a service report that the left top rail was damaged at the latching spindle. No info was available as to whether there was pt involvement or any adverse consequences related to the reported damage.

Manufacturer narrative:
The top rail of the siderail was damaged above the latching spindle, which prevented the siderail from being latched in the upright, locked position. The latching mechanism was functioning to specification, however, since the top rail was damaged, the siderail could not be locked up.